Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. Reportedly, the device had manipulated and only one clip arm detached from the catheter. Following the deployment failure, a sharp wire was going in and out of the catheter poking into the bowel wall. Eventually, the clip was able to get completely off the tissue and the device was removed from the patient. The procedure was successfully completed with a different device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Device code 2949 captures the reportable event of post deployed end sharp. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. Microscope examination was performed, and it was found that the catheter was kinked close to the bushing. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. Reportedly, the device had manipulated and only one clip arm detached from the catheter. Following the deployment failure, a sharp wire was going in and out of the catheter poking into the bowel wall. Eventually, the clip was able to get completely off the tissue and the device was removed from the patient. The procedure was successfully completed with a different device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.